Manufacturer narrative:
Continue to d10: product ID: vlft10gen sn: (B)(6) product ID: mrasi0001 sn: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a robotic-assisted prostatectomy laparoscopic procedure; while delivering bipolar energy to coagulate tissue, the bipolar maryland forceps (bmf) were perceived by the surgeon to have delayed or inconsistent energy responsiveness at the instrument tip. The surgeon reported a perceived lag between foot-pedal activation and visible tissue effect. At the time of the event, the energy settings were at 25 precise. Intraoperative education was provided and the settings were increased to 45 precise, after which partial improvement was reported; however, overall satisfaction remained limited. There was no injury to the patient.

Manufacturer narrative:
D9: device available for evaluation?, return date, h3 and h6: annex b, annex c and annex g have been updated. Device evaluation: medtronic led an evaluation of the returned bipolar maryland forceps (bmf) as well as the associated device data. Visual inspection of the returned bmf noted no corrosion on the electrical contacts. There was no damage noted to the jaws of the I nstrument. Microscopic inspection of the drive cables noted no damage. There was damage noted to the white pulley of the instrument, some material shaving and burn marks from the bottom side of the plastic pulley. The bottom plate of the instrument was partially disengaged. Functionally, the base plate was able to be reengaged with no observed failures. The jaws were manipulated into multiple positions in order to inspect the cables. The jaws were able to achieve each position fully with no difficulty. The sim was run through continuity and resistance testing, and resistance levels were far below the limit of 1.2ohms for both pins. Electrical testing was performed and the instrument was read with no observed failures. Evaluation of the device data indicates the reported issue is a hardware issue which is not tracked in the logs. Evaluation of the bipolar maryland forceps noted no abnormalities associated with the reported condition. Therefore, the investigation was not able to identify a root cause or speculate on a probable root cause. Additionally, the investigation detected the unreported conditions of pulley damage and a partially disengaged base plate that has no relationship to the reported condition. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a robotic-assisted laparoscopic prostatectomy procedure, while delivering bipolar energy to coagulate ti ssue, the bipolar maryland forceps (bmf) were perceived by the surgeon to have delayed or inconsistent energy responsiveness at the instrument tip. The surgeon reported a perceived lag between foot-pedal activation and visible tissue effect. At the time of the event, the energy settings were at 25 precise. Intraoperative education was provided and the settings were increased to 45 precise, after which partial improvement was reported; however, overall satisfaction remained limited. There was no injury to the patient.